Event description:
A ventilator was returned to the manufacturer for the oxygen manifold was allegedly leaking. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the device's oxygen blending module manifold was observed. The device's oxygen blending module manifold was replaced to address the issue.